Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse heparin for 11ml/hr with a concentration of 25000units/250ml, but instead delivered 96ml/hr. It was also noted that there was a normal saline infusion of 100ml infusing at the time of event. The patient experienced out of range partial thromboplastin time (>200) causing new lab orders to be put in, and the patient transfer was delayed by 4 hours. The patient received no new orders and was transferred to the inpatient floor as intended. There was patient involvement but no harm.